Event description:
It was reported that there was rising right ventricular (rv) defibrillator coil impedance and a suspected fracture with the transvenous rv lead. In addition, there was rising superior vena cava (svc) coil impedance and a suspected fracture with the rv subcutaneous lead. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddbb1d1 ICD, implanted: (B)(6) 2016; 5076-58 lead, implanted: (B)(6) 2004; 4968-35 lead, implanted: (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.